Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was small pericardial effusion occurred. It was reported that a versacross access solution was selected for an ablation procedure. During transeptal, the physician initially attempted radio frequency on the bmc generator twice. Transseptal was completed. A farawave nav catheter was advanced into the left atrium, mapped and ablation was performed. After ablating all veins and posterior walls, while the catheter was in the left atrium, an small effusion was noted and then a pericardiocentesis was performed, draining 350cc of fluid. The patient's vitals were stable during the whole time, and they were admitted to the cardiovascular intensive care unit (cvicu). Procedure was completed by using original device. The complications were noted around forty minutes of the ablation taken place.